Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed the minute ventilation (mv) sensor signal during atrial tachy response (atr) episodes. The right atrial (ra) lead was evaluated. The physician pushed on the header and the mv oversensing was reproduced. The impedance also went up but not out of range. The physician could not make it happen again. The ra lead is a competitive lead. The physician opted to continue monitoring. Some features were reprogrammed an the field representative mentioned the possibility of using a new device with enhanced header design. The device remains in service at this point. No adverse patient effects were reported.